Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, the clinical sales representative (csr) informed the technical support engineer (tse) the system switched to battery. Power supply 1 & 2 are both offline. The csr stated the customer previously reported this issue. The customer attempted to perform several emergency power offs (epos) on the patient side cart (psc) and was unable to clear the battery message. Csr moved psc power cord to known good outlet without resolving the error. The csr was advised the system was not intended to complete a procedure on battery backup and there was no telling how long the battery would last. The surgeon continued with the procedure with the understanding that once the battery was depleted. The surgeon was unable to take control of the arms after the power cycle and opted to convert the procedure. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the patient care director informed that the staff tried another power outlet with no success. The ports were already placed on the patient. They undocked and converted to laparoscopic to complete the case. The customer could not provide patient demographics.

Manufacturer narrative:
Based on the claim against the product by the customer noting the system switched to battery during use, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed error 417 in the logs pointing to both medical grade power supply (mgps) 1 and 2. Fse replaced both power supply units to resolve the issue. Additionally, the fse replaced the interconnect cable with a mgps interconnect cable (load sharing) according to isi procedures. The system was tested and verified as ready for use. Isi did receive both power supply units involved with this complaint to perform failure analysis. Both units were installed into a printed circuit assembly (pca) xi system, the power was lost and error 417 and 418 occurred. The reported complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: the customer converted to laparoscopic after the start of the procedure due to an issue with low battery. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.